Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient¿s implantable cardioverter defibrillator exhibited over-sensing in the right atrial channel due to possible far r-wave over-sensing or myopotential over-sensing. There were no adverse outcomes. The physician was not concerned as the patient is very active and decided to continue to monitor the patient and not perform any interventions.